Manufacturer narrative:
MDR 1049092-2020-00132 / device 5 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the starter holes were off centered in 10 out of 10 wafers, which decreased his wear time. Normally, he wore these for 6 or 7 days but they leaked within a couple of days. There was no harm reported. No photo is available at this time.